Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the patient received inappropriate anti-tachycardia pacing (atp) due to the right ventricular lead oversensing far p-waves. Upon interrogation, the right ventricular lead also exhibited loss of capture and decreased r-wave amplitude sensing. Chest x-ray showed the cause was dislodgement of the right ventricular lead. Programming changes were implemented. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-11019new information noted the dislodgement was due to migration of the implantable cardioverter defibrillator (ICD). The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, far p-wave oversensing, decreased r-wave amplitude sensing, and inappropriate shock could not be confirmed. A complete lead was received in one piece for analysis. X-ray inspection found the inner coil over torqued consistent with procedural damage. Electrical and helix analysis were normal with no anomalies found.